Event description:
It was reported that impedance testing performed on the parkinson's disease patient¿s left implantable neurostimulator (ins) found ¿high¿ impedance values on unipolar electrodes 0, 1, and 2 of 2116 ohms, 2257 ohms, and 2348 ohms respectively. It was further reported the impedance value for unipolar electrode 3 was 2116 ohms at the time of measurement. The cause of the impedance issue was not determined. The patient¿s right ins impedance values were found to have had ¿no problem¿ at that time. X-rays performed on the patient indicated ¿the leads on both sides were not out of alignment.¿ while it was initially suggested the patient be reprogrammed, the physician had reportedly ¿already tried that.¿ the settings at the time of the impedance measurement ¿showed the most improvements for the symptoms, so the stimulation position was not changed.¿ there were ¿no¿ health hazards to the patient from the event. The patient¿s ¿therapy was ongoing without problem¿ as of 20 days after initial report. The patient was reportedly receiving effective therapy as of 29 days after initial report, while the ins remained implanted. Additional information has been requested; a supplemental report will be filed if additional information is received. Please see manufacturer report #3004209178-2015-01125 for information regarding the patient's other ins - as the specific identity of the patient's left ins remained unknown at the time of this report.

Manufacturer narrative:
Review of this MDR and/or additional information received found the implantable neurostimulator (ins) reported through this report had no issues alleged against it. Please see regulatory report 3004209178-2015-01125 for all further information regarding this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).